Event description:
A 2.5 x 28mm cypher select + (B)(6) was retrieved from the patient after there was difficulty crossing the lesion, and it was noticed that the distal edge of the stent was flared. The stent delivery system was pulled back into the guide catheter, and the device was removed from the patient. The proximal left anterior descending (lad) lesion was described as de-novo, moderately calcified and slightly tortuous, with 90% stenosis. The procedure was successfully completed with a new cypher select + of the same size. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.